Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data , device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of selecting the incorrect drug during an infusion was confirmed to be due to an outdated dataset. Keypress replication confirmed that dextrose 20% was selected and the rate soft limit of 30ml/hr was overridden. It was observed that no dextrose 10% was available for the installed dataset, per the facility¿s event description. The review of the suspect pcu error log showed no errors or malfunctions relevant to the customer¿s complaint. The review of the suspect pcu event log showed that on 25feb2025 at 8:39 pm the user selected the channel and programmed a guardrails IV fluids infusion with drug: dextrose 20%, a rate of 50ml/hr and a volume to be infused (vtbi) of 220ml. The pcu displayed a message stating that the soft limit of 30ml/hr was being exceeded and the user started the infusion. The primary volume infused (pvi) was recorded as 190.926ml, an accumulated total from previous infusions. On 26feb2025 at 1:04 am, the infusion finished with keep vein open (kvo) alarm. The pvi was recorded as 410.934ml. At 1:06 am, the user selected the channel and restored the infusion with a vtbi of 9.9ml. At 1:07 am, the user selected a vtbi of 15ml. At 1:25 am, the infusion finished with keep vein open (kvo) alarm. The pvi was recorded as 426.923ml. At 6:04 am, the user selected the channel and restored the infusion with a vtbi of 250ml. The user started the infusion. At 8:29 am, the user channeled off the pump module. The bd alaris user manual v9.33 (dir: 10000355800) has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pcu s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of programming a dextrose 10% infusion instead of a dextrose 20% was confirmed by the facility and via the log review to be due to an outdated dataset. Note that this report lists imdrf annex a040502, g02017, c0601, d01, a1801, g04037, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that dextrose 10% infusion 250ml was started at 50ml/hr. The "d10"(dextrose 10%) drug profile was reportedly not available in guardrails drug library (data set configured by the hospital) so the user programmed the infusion under "d20" (dextrose 20%) drug profile. The user reportedly overrode the guardrails alert limits (over 30ml/hr. Rate). It was reported that the customer's investigation revealed that the pcu had the data set from (B)(6) 2022. The device was then exchanged with a pump that has an up-to-date data set, and it had the d10 drug profile. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that dextrose 10% infusion 250ml was started at 50ml/hr. The "d10"(dextrose 10%) drug profile was reportedly not available in guardrails drug library (data set configured by the hospital) so the user programmed the infusion under "d20" (dextrose 20%) drug profile. The user reportedly overrode the guardrails alert limits (over 30ml/hr. Rate). It was reported that the customer's investigation revealed that the pcu had the data set from (B)(6) 2022. The device was then exchanged with a pump that has an up-to-date data set, and it had the d10 drug profile. There was patient involvement but no harm.